Event description:
It had been reported the patient died some time following being tased by law enforcement officials. Attorney later alleges "this case arises out of the death of (patient) after his violent confrontation with law enforcement officers. (Patient) was under the influence of drugs at the time of the confrontation and had a medtronic heart implant. A taser device was used to stop (patient)." Follow up with manufacturer's representative reported there is no allegation from a health care professional that the death was device related. There were clear waveforms on the device interrogation and no noise. Sometime after being tased, the patient was arrested and was in an agonal rhythm at the scene. Paramedics at the scene attempted to externally shock the patient without success. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found.

Event description:
It had been reported the patient died some time following being tased by (B) (6). Attorney later alleges "this case arises out of the death of (patient) after his violent confrontation with (B) (6). (Patient) was under the influence of drugs at the time of the confrontation and had a medtronic heart implant. A taser device was used to stop (patient)." Follow up with manufacturer's representative reported there is no allegation from a health care professional that the death was device related. There were clear waveforms on the device interrogation and no noise. Sometime after being tased, the patient arrested and was in an agonal rhythm at the scene. Paramedics at the scene attempted to externally shock the patient without success. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Analysis of the device is in process; the results will be forwarded when available.